Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the average tortuous, moderately calcified and 90% stenotic proximal right coronary artery. The physician advanced the 3.0x20mm maverick2 balloon to the lesion and inflated the balloon. Then the physician attempted to inflated the balloon a second time to 10 atms, but the balloon ruptured during inflation. No resistance was felt. The device was removed from the patient intact. The procedure was successfully completed with a different balloon and the deployment of a non-bsc stent. Patient status is listed as "fine".